Manufacturer narrative:
This remediation MDR was generated under protocol: (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 (lot number) not found.

Event description:
It was reported that the inner cannula broke during use with a patient. Cannula removed. No patient injury was reported.